Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, while the user was inventorying space 1.8, space 1.9 opened unexpectedly, and both spaces were allowed to remain open at the same time. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that while inventorying space 1.8, space 1.9 opened unexpectedly and both spaces were allowed open at the same time. A field service engineer investigated the issue where multiple pockets were opening during medication dispensing. Upon inspection, the mini engine cables showed a thermal event on pockets 1¿14. The damaged communication cable had caused failure of the controller board. The individual mini engine and pyxibus controller were replaced. The system was tested using the hardware test application and the dispensing application, and all functions were confirmed to be normal. The system functioned as intended after the field service engineer repaired the device.